Event description:
It was reported that the burr attachment device was not working. The event was not reported to have occurred during surgery. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. The reporter stated that the event occurred on (B)(6) 2015; however, the exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
There was no contact phone number provided. The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device was functional. Therefore, the reported condition was not confirmed. An assignable root cause was not determined. However, during evaluation, it was observed that the markings on the device were difficult to read and there was corrosion on the internal components and bearings. The assignable root cause was determined to be due to wear on components from inadequate cleaning and care. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.